Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Analysis of the system log file showed there was malfunction with the mpdu power. During troubleshooting, the fse found that the f13 fuse socket was defective. The fse repaired the f13 fuse of mpdu. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.